Manufacturer narrative:
The investigation confirmed that the basket wire was broken at the junction with the pipe. There were no abnormalities found upon investigation of the condition of the solder part and the outer diameter of the pipe. The distal end of the basket was deformed. In addition, the insertion portion was deformed. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Omsc considers that the condition of patient or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct, the proximal wire broke and the device was stuck in the patient. The doctor completed the procedure with bml-110a-1. The patient stayed in the hospital according to plan. There was no patient injury regarding this event.